Event description:
The procedure being carried out was esophageal stent placement. The area to be stented was not dilated prior to stent placement. The stent was placed at the gastroesophageal junction. After stent placement, the endoscope was slightly advanced inside the stent. Approximately 2 days later, the stent migrated into the patient's stomach. The stent was retrieved from the patient's stomach with a snare. Another stent was then placed in the patient. There were no adverse effects on the patient, due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook medical, for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the complaint history for this product was conducted. There have been no other reports of this nature. Therefore, this represents an isolated occurrence. The likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the information provided indicated that the patient involved in the procedure did not have malignant esophageal stricture. The patient had liver cancer and had difficulty in swallowing because of esophageal spasms causing his esophagus to constrict. The intended use listed in the instructions for use indicates that this device is used to maintain patency of malignant esophageal strictures. Therefore, the device was used for a purpose other than the stated intended use. The information related to the patient's condition and the intended use of this stent was communicated to the physician by cook personnel prior to the physician's decision to place this stent. The instructions for use for the evolution esophageal stent system indicate that stent migration is a potential complication. The information provided indicated that dilation of the area to be stented was not performed prior to stent placement. The instructions for this stent indicate that the "area to be stented should be dilated to a minimum of 10 mm and a maximum of 14 mm". If the area to be stented was greater that 14 mm, this could have caused the stent to migrate. The endoscope is intended to be removed when the patient preparation steps have been completed. However, information provided indicated that the endoscope was slightly advanced into the stent after placement advancement of the endoscope into the stent could have contributed to stent migration. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.